Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt, then alarmed button error. The reporter did not provide the blood glucose reading. The customer stated that she kept the device in her bra, and it may have been exposed to moisture from sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.